Event description:
The treating physician reported that a patient was injected by another physician with juvederm ultra plus xc (B)(4) (the lot number has been requested but has not been received at this time) and juvederm voluma to pre jowl, natural cheek area and oral commissures. Approximately two week post injection, the patient followed up with the physician (it is not known at this time if the patient saw the injecting physician or the treating physician), and there were no symptoms observed. Approximately seven weeks later, the patient was seen by the treating physician. The treating physician reported that the patient had lumps to both cheeks. The skin in this area was described as hot, red and indurated making the patient's face look swollen and distorted. The area is also very tender to the touch. The patient reported giving the face a "big facial massage" and rubbed the face vigorously with no product on the skin. The patient has been prescribed antibiotics (ciprofloxacin 500mg bid) and referred to a general practitioner. The patient's current medications include metoprolol, tofranil and lipostat. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on 02/17/2012. Evaluation summary: batch number h30l715316 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.